Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugars have been too low [blood glucose decreased] dose display is no longer working [device information output issue] piston rod is really wobbly and has fallen out a few times [device issue] patient previously have forgotten they injected and taken a second dose [extra dose administered] case description: this serious spontaneous case from the united kingdom was reported by a consumer as "blood sugars have been too low(blood glucose decreased)" with an unspecified onset date, "dose display is no longer working(no image display on device)" with an unspecified onset date, "piston rod is really wobbly and has fallen out a few times(device component detached)" with an unspecified onset date, "patient previously have forgotten they injected and taken a second dose(extra dose administered)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index (bmi) were not reported medical history was not provided. On an unknown date patient patient had issues with their novopen echo, the dose display was no longer working, and the piston rod is really wobbly and has fallen out a few times and was reported that they previously have forgotten they injected and taken a second dose and ended up in the hospital (duration not reported) as their blood sugars (blood glucose) have been too low batch number of novopen echo was not reported action taken to novopen echo was not reported. The outcome for the event "blood sugars have been too low(blood glucose decreased)" was unknown. The outcome for the event "dose display is no longer working(no image display on device)" was unknown. The outcome for the event "piston rod is really wobbly and has fallen out a few times(device component detached)" was unknown. The outcome for the event "patient previously have forgotten they injected and taken a second dose(extra dose administered)" was unknown. No further information available

Event description:
Case description: investigation results: suspect - novopen echo no investigation was possible, because neither sample nor batch number was available. Since last submission the following were updated: -investigational results were updated. -malfunction was updated -b,c,d,g codes were updated -narrative was updated accordingly references included: reference type: e2b company number reference ID#: gb-novoprod-1161155 reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00024 reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 06-mar-2024: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient developed hypoglycaemia following administration of extra dose. H3 continued: evaluation summary suspect - novopen echo no investigation was possible, because neither sample nor batch number was available.